Manufacturer narrative:
No report of patient involvement. The caster was replaced by customer third party vendor to resolve the reported issue. No report of patient involvement. The caster was replaced by customer third party vendor to resolve the reported issue.

Event description:
The hospital reported that a rear caster broke off of unit resulting in the potential for the unit to tip or fall. There was no report of patient involvement.